Event description:
It was reported that t:slim x2 pump battery would not charge and showed a power source alert. There was no reported impact to the customer¿s blood glucose level. Issue resolved on its own when pump began charging again using original charging supplies, there was no pump shutdown or loss of function, and no further assistance was required from technical support.